Event description:
A us distributor returned an electrode belt indicating that it had non-functional ecgs.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. As received, the electrode belt failed the fall-off test at all ECG electrodes. Upon evaluation, the u703 component was out of tolerance at pin 1. The cause of the non-functional ECG electrodes and test failure is the defective component. The root cause of the defective component cannot be positively identified. No adverse events resulted from the non-functional ecgs.